Event description:
It was reported that the insulin pump¿s cartridge became stuck in the device reservoir, preventing insulin delivery, and the device was later reported to be functioning. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care provided support that included investigative communication with caregivers and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with failure to disconnect related to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.